Manufacturer narrative:
The cannula reducer accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A log review of the product related to the complaint cannot be performed at this time because logs for accessories do not exist. This complaint is being reported based on the following conclusion: it was alleged that the metal tip from a cannula accessory fell inside the patient during a da vinci-assisted surgical procedure. Following an x-ray image, it was found that the metal tip was retained inside the patient and required a subsequent procedure to remove it. Additional information has been requested but not yet received. At this time, the cause of the breakage remains unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the metal tip from the cannula fell inside the patient. Following an x-ray, the surgeon found that the metal tip had been retained by the patient and a subsequent procedure was required to remove it. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following information: the surgeon suspected that the cannula tip detaching was related to a design flaw after hearing about the active recall at that time. An exploratory laparotomy was performed subsequently to retrieve the cannula tip. There were no intra-/post-operative complications experienced by the patient during either procedure and is reportedly healthy following the procedures. There was no damage or abnormality noted with the instruments/accessories prior to or following the procedure. The product is no longer available for failure analysis (fa) investigation and, as the cannula was a disposable device, it was discarded and no product information was documented. An advanced failure analysis engineering (fae) identified that, because the specific lot # was not reported, it could not be confirmed that the event and accessory were within the established scope of the field action. A shipment search was performed for the reported location of the initial procedure and it was found that one shipment of disposable reducers (part # 470381-11) was shipped to this site on 05-mar-2022 with a batch # of m10200116. Based on a review of the history of potential batch # m10200116, the part was manufactured on 16-jan-2020. The supplier lots of the metal tips used to produce the cannula reducers manufactured on 16-jan-202, were from rochling, of which neither of the two lots used are on the field action's suspect list of parts. Based on the findings of the fae investigation, it was determined that all units from the same potential lot # would now be expired (last manufacturing date of 08-may-2020); within those lots, no correlation has been identified between the potential lot # and prior investigations; there is no other signal to indicate that additional units of cannula reducers from other suppliers were affected based on prior root cause investigations for those potential suppliers (and any units from those suppliers would also be expired).